Manufacturer narrative:
B5: upon follow up it was reported that on an unknown date, the patient was hospitalized for the peritonitis event. At the time of this report, antibiotic therapy was ongoing, the patient remained hospitalized and was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1 gm, every six days, ongoing, route not reported), amikacin injection (250 mg, daily, ongoing, route not reported) and fortum injection (1 gm, daily, ongoing, route not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.